Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The pump was received with cracked case at lcd window corners and battery tube threads. The pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not close to an MRI. The customer stated that the pump was unable to prime rewind. The customer will be sent a replacement pump.